Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the ventilator failed the external flow sensor calibration during the dual limb circuit testing. The device's external flow sensor was replaced to address the issue.